Event description:
It was reported the ventricular lead dislocated and the patient received inappropriate shocks. The device detected atrial fibrillation (af) as ventricular fibrillation (vf) and the patient received vf therapies. Once the lead was removed from the patient, the lead helix was found inside the lead body and would not advance/retract with the rotation tool. Another lead was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.